Event description:
While the pt was moving through the hall and into the bathroom using the active floor lift, the lift gave way and she started to fall. Her daughter tried to catch her but was unable to, so both pt and her daughter fell. The pt hit the floor and was taken to the hospital emergency room, where they gave her a cat scan and an MRI. No injuries were found and she was returned home.

Manufacturer narrative:
The arjohuntleigh service tech reported that the model and serial numbers were scuffed off. Additional information will be provided following the conclusion of the manufacturer's investigation.